Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an acute procedure, it was reported that the system went down. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation it was determined that the loss of x-ray imaging was due to water entering the generator. The location of the generator is in the equipment room of the hospital and the water dripping into the generator came from the air conditioning of the hospital. The manufacturer is not considering further actions resulting from this event.